Event description:
The customer reported the evis exera iii gastrointestinal videoscope was reprocessed with potentially contaminated water. The facility had a potential diesel gas leak, which may have possibly entered the water supply used to reprocess the scope. The scope was pretreated with bedside cleaning, sink washed, and then reprocessed in a medivator advantage plus pass-thru automatic endoscope reprocessor (aer) using the same contaminated water. The issue had not been resolved and the facility was reprocessing scopes off-site. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer asked if diesel gas inside the water would harm the scopes and if they should be sent for evaluation. Tac advised the customer that potentially contaminated scopes that have been reprocessed, should be returned for evaluation. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be concluded although it can be presumed that it was because the user reprocessed the device by mistake with potentially contaminated water. The event can be detected/prevented by following the preventive measures that are included in the following instructions for use: reprocessing manual: 3.2 water (for reprocessing). Olympus will continue to monitor field performance for this device.